Event description:
The patient reportedly has no hearing with her cochlear implant. Testing was performed by the center revealed that the results were not within the normal limits. Test results are being evaluated by a co representative to determine whether additional testing is required.